Event description:
Information was received from a consumer regarding a patient who received unknown baclofen (500mcg/ml, 129.89mcg/day) and dilaudid (4.0 mg/ml, 1.0391 mg/day) in an implantable pump for intractable spasticity. Approximately 3 weeks ago, the patient's hips and knees began "hurting really bad." The patient was seen on (B)(6) 2016 for the issue. The patient received "steroids into the hip." The pump was also looked at and only 0.3ml was in the reservoir. The patient only had a day's worth of medication left in the pump. The patient did not know why or why the pump did not alarm. The pump was refilled. The patient had an appointment scheduled for (B)(6) 2016. It was also noted the manufacturer representative was supposed to get in touch with the patient's primary care physician to provide an overview of the pump. The patient lived 3 hours away from their doctor. The patient requested to speak with a manufacturer representative. The patient was referred back to the patient's doctor concerns and to monitor the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.